Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that to resolve the por it was turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were attempting to connect with the ins to potentially make changes and a power on reset (por) was seen. The patient had recently had radiation treatment, which may have been a potential emi environmental exposure. Caller reported the implant was not working for their bladder, beginning around the time they started radiation treatment. Radiation guidelines were reviewed. Caller noted the radiation treatment had stopped and they were unsure if lead shielding was used. The patient and caller were redirected to follow-up with the healthcare provider. No further complications were reported or anticipated.